Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The physician believed that the high thresholds were due to the patient's exit block, and not related to lead function. The ra lead was extracted during an upgrade procedure. No patient complications have been reported as a result of this event.